Manufacturer narrative:
Evaluation completed. One opened bl5423wv pack from lot w2276 was returned. The expiration date on the label is 2019-dec-11. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was debris visible all over the outer needle shaft. The debris has the appearance of organic material. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle did not advance into the port window. It is bound up. There was no aspiration, the cutter is clogged. Due to evidence of use, the cause of the blockage and the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in china reported the vitrectomy cutter did not cut during the surgery; however, aspiration continued. There was no medical intervention required.